Event description:
The customer reports a (B)(6) architect anti-hbs assay result of 11.1 miu/ml for one patient sample. There is no patient information available. (B)(6) testing are (B)(6). The sample diluted linearly, but there was no neutralization observed when the test was originally performed. The customer states that it is unclear whether this result is due to a vaccination or an antibody not related to an infection. No suspect results have been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
No returns were available from the customer site for this evaluation. Specificity testing was performed in house using a retained kit of reagent lot 18273lf00 and met acceptance criteria. A review of quality records for the manufacture and release of this reagent lot shows no issues. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti-hbs assay package insert and the architect systems operation manual contain information to address the current customer issue. Based on the current evaluation, the architect anti-hbs, 7c18-25, lot 18273lf00 is performing acceptably. No product malfunction was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18-25 that has a similar product distributed in the u.s., list number 01l82. (B)(4).